Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test and current measurements or verify battery power loss and failed battery alarm due to display anomaly. Unit received with pillowing keypad overlay and scratched case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm and insulin pump did received a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.